Manufacturer narrative:
H10. H3, h6: one 4.5mm full raduis platinum series blade device used for treatment, was returned for evaluation. Review confirmed that the blade spun with no resistance. Fine skiving was seen where the inner blade had previously made contact with the inside of the outer blade. The symptom is aligned with inadvertent temporary pressure and side loading applied. Light greyish silt residue combined with silicone used in the manufacturing process presents as a light grey film attributed to wear from inner/outer blade contact. Based upon the components of the device, this residue would be composed of silicone fluid and tin-nickel plating used in the device. Per instructions for use ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ previous engineering evaluation concluded that the device is safe and compatible with biological systems. Per clinical/medical investigation: no clinical information has been provided to perform a thorough medical investigation. Per communications, the metal filings were removed and the procedure completed with a backup device. There was a delay reported, however, it is unknown how long. Since no further harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. Complaint history review indicated no similar allegations for the lot number reported. Device history review/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder procedure, after the first use, the shaver blade detached metal filings. The metal filings were removed. The procedure was completed using a back-up device. There was a delay reported but it is unknown for how long. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.